Manufacturer narrative:
(B)(4).

Event description:
Reportedly, while the subject programmer was in use, its screen was observed to have frozen very often and it was unable to use.

Event description:
Reportedly, while the subject programmer was in use, its screen was observed to have frozen very often and it was unable to use.